Event description:
It was reported that there was a large amount of mode-switches occurring from noise, high impedance, and high threshold associated with the lead. The patient complained of dizzy spells and palpitations. The lead programming was changed, and the physician is monitoring the lead for potential replacement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).